Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported potential adverse events of myocardial infarction and thrombosis are listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use (IFU) as known adverse events associated with the use of a coronary scaffold. A conclusive cause for the reported difficulty to deploy and patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article attachment: title: comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial.

Event description:
It was reported through a research article identifying an absorb scaffold that was implanted in the proximal left anterior descending coronary artery. The patient presented with angina. Pre-dilatation was performed with an unspecified 3x15mm balloon at 12 atmospheres (atms), and the 2.5x12mm absorb biodegradable scaffold was implanted at 12 atms. Post-dilatation was performed with an unspecified 3.5x8mm balloon at 20 atms. The patient developed thrombosis and myocardial infarction (mi) 817 days later. Additionally, malposition was noted. Type of treatment was not specified. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial."